Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board assembly (pcba), the top membrane and the pump were replaced. The device passed all testing.

Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator. The unit was power cycled on and off twenty times, and no errors occurred. This error message is intermittent and is a known software related issue. The silence/alarm reset key was observed not having sufficient return contact when pressed. The se recommended replacing the single board computer (sbc) printed circuit board assembly (pcba), the top membrane, and the pump. The repair has not yet been completed.

Event description:
It was reported that during patient use, a ventilator generated audio and visual alarms, and did not stop beeping, even when unplugged and the battery removed. Although the ventilator continued cycling, the patient was transferred to another device without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.